Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), product type: lead. Product ID: 977a160, serial#: (B)(4), product type: lead. Product ID: 977a160, serial/lot #: (B)(4), ubd: 05-oct-2017, UDI#: (B)(4). Product ID: 977a160, serial/lot #: (B)(4), ubd: 05-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the leads had moved a year and a half ago and he had revision. No further complications were reported/anticipated.